Manufacturer narrative:
The surgical report was obtained and stated that there was a tear in common femoral artery associated with the artery calcification. The IFU warns do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis; and do not use if there is marked tortuosity of the femoral or iliac artery. Angiographic imaging confirmed this poor patient selection for manta. The IFU lists the following adverse events related to the deployment of vascular closure devices: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Risk documentation was reviewed confirmed this is a known risk. The occurrence of this type of incident remains below acceptable risk documentation levels. Based on the information reviewed, there appears to be no product quality issue in respect to manufacture, design or labeling.

Manufacturer narrative:
This complaint is being reported because the patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure after a procedure in which the manta vascular closure device was used. The us IFU states that other access site complications leading to bleeding, possibly requiring surgical repair is a potential adverse event related to the deployment of vascular closure devices. The us IFU recommends that activated clotting time (act) should be below 250 seconds prior to closure. In addition the IFU warns do not use in patients with severe calcification. An investigation has been opened to review risk documentation and case imaging. The device from the incident is not available for inspection due to the delivery system being discarded by the user. A follow-up report will be submitted upon completion of the investigation.

Event description:
An evar was performed on (B)(6) 2019. The left common femoral artery measured 8.8cm and the right common femoral artery measured 7.8cm. It was planned that manta vascular closure device was going to be used for closure on both the left and right side access sites following the procedure. Depth location was performed on both the left and right side of the patient and both measured at 2.5cm (puncture depth) +1cm (IFU)= 3.5cm deployment depth. A 20f procedure sheath was used on the left side. The 20f sheath was removed from the left side access site following the stent graph placement and a 16f sheath was placed in its absence. A 16f sheath was used for the right side access this patient was said to have "difficult patient anatomy." The patient was described as having moderate anterior and posterior wall calcification which was clearly seen on the CT scan prior to surgery, as well as having a tortuous aorta and vascular anatomy. No post procedure films were taken on this patient. Manta 18f vascular closure device was used for closure on the left side access site. Manta 18f was deployed on the left access site at 3.5cm at a 45 degree angle with good technique. Hemostasis was not achieved. The physician chose not to attempt balloon inflation to induce hemostasis due to his concern for advancing a balloon across an evar graft, and due to the tortuous nature of the aorta. A surgical cut down was performed on the left side, manta was explanted. Post procedure the doctor stated that he also had to perform a patch repair to the vessel as the result of removing calcium and manta from the vessel during the surgical cut down. The physician was unable to determine the location of the toggle prior to explanting it due to the amount of calcium and blood present. The physician chose not to use manta on the right side access site for closure due to calcification of the vessel and the failed hemostasis on the left access site. No information regarding patient condition was available.